Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported the device was beeping approximately every six hours. In the clinic, the device was checked and no issues were observed; lead measurements were normal. It was then noted the non-boston scientific left ventricular (lv) lead had recorded an out-of-range pacing impedance measurement of 2,023 ohms. This was higher than expected, as the lead was normally between 1800-1900 ohms. It was confirmed that beep when out of range was programmed on and the range was set to 2,000 ohms. Technical services discussed changing the alert range to 2,500 ohms and continuing to monitor the lead. No adverse patient effects were reported.